Event description:
It was reported that the patient passed away due to multi-organ failure (mof). The device was not explanted.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (multisystem organ failure and patient outcome) cannot be conclusively determined through this investigation. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2022. The patient suffered from prolonged multisystem organ failure and ultimately expired on (B)(6) 2022. The patient outcome was not considered to be device-related and heartmate 3 lvas, serial number (B)(6), was reported to have been operating as intended. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation as no autopsy was performed, and it was not explanted. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, lists multiple types of organ failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient outcome was not considered to be device-related and the device was reported to have been operating as intended.